Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated they have changed their reservoir. The customer also reported receiving a no delivery alarm when attempting to deliver a bolus. Customer stated they rewinded the insulin pump, but was still unable to receive a bolus. It was also reported a piece of plastic was falling off where the reservoir was inserted. The customer could not recall how the damage occurred on the insulin pump. Customer's blood glucose was 275 mg/dl customer was advised to disconnect from the insulin pump and revert to a back-up plan as the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.